Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had to replace two sensors in the week of the call. Customer stated that one of the sensors had to be replaced due to returning inaccurate sensor glucose versus blood glucose readings. Customer also reported that one of her sensors was bent. Blood glucose level was 152 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
One opened/ used enlite sensor was inspected and tested. The sensor passed per specifications with accurate readings. The sensor had bent cannula, unable to confirm if the customer received the sensor in said conditions as sensor was returned opened/used.